Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the enlite sensor tape caused the customer to develop a skin infection. Customer's blood glucose reading was 43 mg/dl. Nothing further reported.